Event description:
As reported, during a laparoscopic ventral hernia repair the surgeon used optifix straight fixation device to fixate the mesh, the device did not deploy properly. It was reported that the surgeon tried another optifix straight fixation device and the same problem occurred again. It was reported that both devices did not fixate properly and none of the released fasteners fixated successfully. It was reported that loose fasteners were present when tried to fixate and the loose fasteners were removed from the patients' body. The photo provided shows that the indicator of the product from the same lot is turned black, and the customer assumed that this may be the cause of the problem. It was reported that another brand device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, optifix device failed to fixate likely from being temperature exposed. Evaluation of the unused same lot sample returned finds that the device was exposed to elevated temperatures as show in the photo provided. The device being temperature exposed resulted in failure to fire as a result of some of the fasteners being found bound to the mandrel. Based on the lot sample condition it is probable that the two devices used in the cases from the same lot were also likely temperature exposed prior to use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The warnings section of the instructions-for-use (IFU) supplied with the device states "do not use if the center of the temperature indicator is black." Additionally, the IFU adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿. This MDR represents optifix straight (device #1). An additional MDR was submitted to represent optifix straight (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.